Event description:
A nurse reported to baxter (B)(4) that while a patient was on aquarius, cloudiness/ precipitation was noticed in the circuit, in pre dilution line and possibly in the heater coil. There was patient involvement, but there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The product is manufactured for distribution outside of the united states (us); therefore it does not have a 501k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested and received for evaluation. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. (B)(4). The (B)(4) have been notified of this problem. A caution in-use notification letter has been issued, which has been placed on all accusol product by the relevant centres/hospitals. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). We are confident that these corrective measures will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.